Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device's stored impedance trend data was invalid. The device was explanted and replaced due to reaching the elective replacement indicator. No patient complications have been reported as a result of this event.